Event description:
The customer reports there was no displayed values for exhaled volume in led window. Ventilator exchanged. There was no pt injury. Facility biomed unable to duplicate problem and returned the unit to service. No parts exchanged. Report generated from facility medwatch report.